Event description:
It was reported that while positioning a pt. The technologist stepped on the compression foot switch control to compress the pt and the c-arm allegedly moved up. No injury was reported.